Manufacturer narrative:
H3- device evaluation: lens was returned dry, inside a micro-centrifuge vial. Visual inspection found one of the haptics torn. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Weight, ethnicity & race: unk. This product is not marketed in the us. Work order search: no similar complaints were found. Claim #: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2,-11.5/1.5/015, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021 .excessive vault (arch height not appropriate) was observed. On (B)(6) 2021 the lens was repositioned. The lens was later exchanged for a same length lens but implanted vertically. This exchange resolved the problem. Cause of event was unknown.